Event description:
The user received questionable high results for calcium on the cobas 4000 c311 analyzer serial number (B)(4). The event involved three patient samples which gave discrepant results. The patient samples were repeated on a c6000 analyzer. Patient sample 1, the initial calcium result gave 13.6 mg/dl. This result was reported outside the laboratory. They physician questioned the result and the sample was repeated giving 8.4 mg/dl. This result was accompanied by a data flag. Patient sample 2, the initial calcium result gave 15.0 mg/dl. This result was reported outside the laboratory. The physician questioned the result and the sample was repeated giving 8.9 mg/dl. Patient sample 3, the initial calcium result gave 15.1 mg/dl. This result was reported outside the laboratory. The physician questioned the result and the sample was repeated giving 11.1 mg/dl. This result was accompanied by a data flag. User said no patients were affected due to the event. The field service representative determined there was a problem with the calcium reagent. He replaced calcium reagent. Performance tests were run and within specification.

Event description:
--

Manufacturer narrative:
Internal investigations revealed the presence of precipitate in reagent 2 (r2) of the calcium reagent lot. The root cause for the precipitation is still under investigation. An urgent medical device removal notice was mailed october 13, 2010 to all customers to immediately discontinue use of the calcium reagent lot. Calcium deviations of > 20% above and below the reference range are considered critical. These deviations could lead to non-detection of a pathological status or may lead to unnecessary therapeutic consequences. The erroneous bias caused by this assay lot may cause patient samples with critically high or critically low calcium levels to have results that appear to be in the normal range. These patients may be at high risk for misdiagnosis of pathological conditions associated with abnormal calcium levels. Inaccurately high calcium values may lead to an incorrect diagnosis depending on the blood calcium level. In the worst case, the wrong therapy may be initiated. Suspected hypercalcemia would mean confirming the calcium value quickly, and treatment would occur according to the clinical picture. A patient normally shows obvious symptoms if the calcium value is >12 mg/dl. In the case of inaccurately low values, the calcium value must be interpreted together with other parameters (e.g., magnesium, phosphate, and pth). Unnecessary further examination and blood collection may result.